Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy asr xl acetabular hip with a summit stem on her left side. On or about (B)(6) 2007, patient was implanted with a depuy asr xl acetabular hip on her right side. Since the surgical implantations, patient has experienced swelling, pain, popping, grinding, and problems with mobility. Additionally, it is alleged that patient will potentially need revision surgery in the future. Update: (B)(6) 2012 - medical records were received. The left hip was revised on (B)(6) 2011 due to address signs and symptoms of a failed implant. The complaint was temporarily reopened to update with part/lot numbers identified with invoice search. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - ppd with medical records received. Patient's right hip was revised on (B)(6) 2013. Upon revision, minimal corrosion at the head and neck junction was noted. The right hip stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as they were not returned. A search of the complaints databases finds one other unrelated report against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.